Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer received a motor error alarm. No additional information provided.